Manufacturer narrative:
The battery cartridge returned to the manufacturer for evaluation. After performance testing and visual/physical examination the reported issue was confirmed. The uninterruptible power supply (ups) battery was charged for at least six hours. While performing load test, the unit shut down and the error light stated "replace batt". The battery was at end of life span. An electrical failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when the mobile view station (mvs) and image acquisition system (ias) were disconnected the mvs monitor shut off. Then the umbilical cord was reconnected the mvs monitor comes back on. No patient was present at the time of the event.

Manufacturer narrative:
A manufacturer representative went to the site to test the imaging system and confirmed the reported issue. The uninterruptible power supply (ups) battery cartridge was replaced and the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that when the mobile view station (mvs) and image acquisition system (ias) were disconnected the mvs monitor shut off. Then the umbilical cord was reconnected the mvs monitor comes back on. No patient was present at the time of the event.